Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 97740, serial# (B)(4); product type programmer, patient product ID 97754, serial# (B)(4); product type recharger. (B)(4).

Event description:
It was reported that the manufacturing representative had been attempting to program adaptive stimulation for 2 hours. It was noted that after programming and checking with the patient programmer to confirm that the implantable neurostimulator (ins) was switching from upright to lying correctly, verifying amplitude and position. It was noted that it returned to upright correctly, but when the patient went back to lying down it did not switch position and amplitude. It was noted that this was done multiple times. It was noted that another anomaly with the adaptive stimulation was that the adaptive stimulation positions would gray out after returning to programming mode. Additional information received reported that there was an appointment on 2014 (B)(6). It was noted that it was unknown at the time of report if any malfunctions were seen or the cause of issue determined. It was noted that the patient was still receiving effective therapy. Additional information received reported that the patient never had therapeutic effect. It was noted that the patient was programmed for ¿automatic¿ and it didn¿t work because, every time he moved his neck, the stimulation sensation would stop. It was noted that the patient stated that stimulation was not doing anything for him and it was not what he expected. It was noted that when he lowered his chin to his chest, everything shut down. It was noted that the patient needed stimulation for his lower back and right hip. It was noted that the patient only got a tingle sensation when stimulation was on. It was noted that he wanted the implant removed. Additional information received reported that the patient was receiving therapy and did not want adaptive stimulation turndown at the appointment. It was noted that the position orientation was not the issue it was setting the amplitude setting for upright and laying down. Additional information received reported that the patient no longer wanted adaptive stimulation activated.